Event description:
This was a cardiac lead extraction case conducted in the hybrid or to remove one sjm riata 1571 (dual coil ICD) for upgrade. The lead was prepared with an lld#2, and lasing began with a 14fr. Slsii. Lasing progressed down through the proximal coil, advancing half way down the distal coil, when the a-line stopped reading. Tee was checked and an effusion was noted. When a-line values were recovered, the bp was approx. 20. Surgeon performed an immediate sternotomy and repaired the tear in the svc and removed the riata 1571 lead. Patient was stabilized and is recovering. No devices were returned for engineering evaluation. There were no issues or nonconformances noted during the internal lot history review.